Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that customer was hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer did not provide any symptom and treatment related to hospitalization. The insulin pump will not be returned for analysis.